Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported feeling sick with chills and sore throat and after a couple of days she tested her ketones, and they were large. The patient sought medical treatment on (B)(6) 2025 was hospitalized with diabetic ketoacidosis. The patient was noted to also have an upper respiratory infection. The patient placed a new pod prior to going to the hospital, but it was removed at the hospital. As treatment, the patient was given insulin through an IV. The patient was discharged the following day.